Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument to perform failure analysis at the time of this report.

Event description:
It was reported that during a sleeve gastrectomy procedure, the tips of the tip-up fenestrated grasper instrument were bent, resulting in a small tear to the bowel tissue. The bowel injury required a single stitch for closure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.